Event description:
A (B)(6) female presented for a vertebroplasty due to t7 and t9 fractures. During the t7 vertebroplasty, there was a small amount of paravertebral cement extravasation noted. No add'l treatment was needed. As the physician performed the t9 vertebroplasty, pressure built up in the cement gun, which then rapidly injected the cement into t9. Satisfactory filling was performed but the right sided needle got stuck in the vertebral body which led to the plastic handle breaking off. There was difficulty in removing the needle trocar but this was accomplished successfully with no harm to the pt. Pt discharged same day with no further issues. FDA safety report ID# (B)(4).